Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. The samples in question were retested on another panther and a cepheid platform but did not specify which sample ids were retested; customer stated some negative samples (ids not provided) tested positive on the cepheid. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings, concluding the results were likely impacted by low target concentration or sample mishandling. Ts relayed pas's findings to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 003448-20210125-18, using assay lot 287733 on panther instrument sn (B)(4) which had an increase in negative sample with elevated rlus and low rlu positives. The wl in question had 3 samples the customer questioned because of their rlu values. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.